Event description:
When the user-definable hemocare system control records are set in a specific manner and udner certain circumstances, then the electronic (computer) crossmatch functionality may: (1) allow inappropriate eligibility of pt's with partial blood types (abo only and no rh; or no abo and an rh only; or no blood type at all) under unique circumstances; (2) allow homologous blood products to be issued before autologus blood products without warning under certain user-defined control record settings; (3) allow non-abo specific whole blood products to be issued under some circumstances; (4) allow inappropriate eligibility of pts due to incorrect specimen outdate calculation resulting from another module under certain user-defined control record settings.